Event description:
It was reported that high, out of range pacing lead impedance was observed during a device change-out. Patient was asymptomatic. The lead was capped and replaced. No complications to the patient were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.